Event description:
It was reported that there was no flow through a large volume folfusor. It was observed that after the 24-hour expected therapy time was completed, that the device had not delivered any of the medication dose to the patient. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 12, 2021 - august 13, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.